Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported that an ophthalmic cutting knives were found to be dull during surgery. The surgery was completed with alternative knives on the same day. There was no patient harm. Details of surgery was not provided.

Manufacturer narrative:
Additional information is provided in sections d.9, h.3, h.6 and h.11. One unopened slit knife, in sheathing, in blister was received for the report of slit knife was dull. Sample was visually inspected and found to be conforming. Functional penetration testing was performed sample was found to be non-conforming. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. Although the actual sample was not returned, the returned unopened sample was found to be functionally nonconforming, therefore the dull blades were confirmed. The root cause for the dull cutting edge is related to the electropolishing step in the manufacturing process. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. The manufacturer internal reference number is: 2024-65469 h.10 reflects all related report numbers associated with this product event that have been submitted at this time.